Event description:
It was reported that, during a thr surgery, while unscrewing the femoral head from the corkscrew attached to the t-handle, the t-handle broke. This removal of the femoral head was being done on the back table. The surgery was completed, without any delay, with the same reported device. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Event happened during handling activities in the back table; therefore, there was no patient impact nor possible harm. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.